Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-jul-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that when the patient was undergoing a standard eri replacement, there was a failed dye study. The healthcare provider (hcp) decided to replace the entire system. During the explant, the catheter had precipitate at the spinal tip and on the pump. The hcp was only able to get the intrathecal portion of the catheter out and tied off a piece of the spinal segment left in the body. The pump and catheter were replaced. The issue was resolved.